Event description:
Pt was using their blood glucose monitor. Pt went to cock the lancet device in order to apply it following the instructions provided by the MFR. The device slipped from their hand. The plastic guard cover came off and the unprotected lancet point fully penetrated into pt's left finger. This very same incident has occurred to pt on two other occasions. The lancet point's protective cover is not very solidly attached to the lancet device and dislodges easily. Without the protective cover in place pt feels the lancet point presents a very clear and present danger to any consumer.